Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) had multiple consecutive kinks approximately 127.0 and 133.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it had multiple consecutive kinks in the distal shaft. This type of damage typically occurs due to repeated forceful advancement of the cat6 against resistance. The root cause of the initial resistance experienced by the physician could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert a cat6 into another manufacturer¿s long 7f sheath, the physician experienced strong resistance and the tip of cat6 became kinked at the hub of the sheath. Therefore, the cat6 was removed and the procedure was completed using a new cat6, which was inserted with a short 6f sheath into the same 7f sheath. There was no report of an adverse effect to the patient.